Event description:
On 2016-08-29, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. In (B)(6), the patient was in a car accident. After that, the patient started to feel more pain. The patient complained that the pump was broken and did not work. The pump was replaced on (B)(6) 2016. During the replacement, the catheter was checked and cerebrospinal fluid (csf) was draining well. The issue was reported as resolved at the time of the report.

Manufacturer narrative:
Analysis identified no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.